Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip/cap was damaged and detached at 171,090 joules of use and 31 minutes. The procedure was completed using a second surgical fiber. Pt outcome: "no damages to the pt".